Manufacturer narrative:
(B)(4). The device history record of batch number 74m1900842 that belong to catalog number a-6000-08lf has been reviewed and no issues or di screpancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications.

Event description:
Issue reported: the customer reported leaking from the red connector. They saw that the chamber was not filling with fluid and was going on the floor and in the plastic pocket at the back. They observed that the fluid was leaking from in between the red and blue connector. They clamped off the drain and pushed the connector so it was secure and the leaking stopped. There was no adverse impact on the patient. The customer told me that he felt the connector was not secured well and was loose. Once they pushed the red and blue connector together it was secured. The drain remains on the patient.